Event description:
It was reported the pt was unable to reduce stimulation due to the programmer minus button increasing stimulation instead of decreasing stimulation. Subsequently, a replacement programmer was sent to the pt. An sjm rep met with the pt to transfer the pt's programs to the new programmer and successfully established effective stimulation and coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.